Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this newly implanted implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) noise and oversensing without pacing inhibition. It was thought to have been due to air bubbles in the header and it had been resolved. The patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.